Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Initial reporter name and address: country is (B)(6). Findings: the design of the tri-drive modular reamer driver has been in the field since 2009. Exactech is aware of 45 complaint reports involving tip disassembly of 47 tri-drives. Because the tri-drive is used in both anatomic and reverse total shoulder arthroplasty, sales data for anatomic glenoid components and glenosphere components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale in the rmr. The disassembled tri-drive modular reamer driver may result in a delay in surgery to find a new one. Typically, in anatomic shoulder cases both the anatomic and the reverse sets are in the or. If the tri-drive were to break, a second tri-drive would be in the reverse shoulder set. Corrective action taken: the crc determined that no further action was required at this time as this issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the tri-drive handles will no longer be used. Since the design of the pilot tip reamers are changing (all the reamers are cannulated), there will now be two different handles: a pilot tip handle and a cannulated handle, replacing the tri-drive. This new ergo instrumentation design will be implemented as part of a phased roll-out, first in the us and then to the other markets beginning in mid-2019. Most likely underlying cause/root cause: this broken tri-drive reported was likely the result of holding the sleeve stationary while the instrument was spinning or the tri-drive contacting a retractor, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble. IFU 700-096-181: instrument inspection : visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The device came apart during reaming, the surgeon had to search the surgical site. There is no reported patient adverse event. An investigation was conducted: this broken tri-drive reported was likely the result of holding the sleeve stationary while the instrument was spinning or the tri-drive contacting a retractor, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the removable tip on tri-drive modular handle. The device was broken during reaming causing an instability to the connection with center peg drill. The surgeon could not help suspending approximately 3 minutes for checking the surgical site. The surgeon started the surgery with an unstable connection with the device. The incident resulted in a 3-minute delay in surgery. There was no reported adverse event. The patient was stable leaving the or. Multiple attempts were made for additional information. No other information has been provided about the event from the contacts.